Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The case was opened and it was observed that the moisture detection sticker was activated. Due to moisture damage, the reported event of an initializing screen without a manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.